Event description:
A customer reported an unknown pump alarming "check patient line" while using a solution administration set during patient use. There was no patient injury, adverse reaction or medical intervention associated with the event. No additional information is available. Report 2 of 2.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted. Same event as (B)(4).